Event description:
The patient reported a sudden loss of stimulation one morning. Several days later, the hcp evaluated the patient and found that no bipolar or tripolar configuration yielded any clinical response. However, an impedance check revealed no fracture with all impedances within normal limits. The following week, evaluation again yielded on clinical response on bipolar or tripolar settings. However, with all 4 electrodes active, the patient did report very mild stimulation in her left leg. The patient underwent surgery for a revision and the lead was replaced after intra-operative testing yielded no response. The new lead offered good paresthesia on bipolar settings at amplitudes between 4 and 6 volts.

Manufacturer narrative:
(B)(4). Final device analysis results revealed two conductor wires are broken; fractures are located 18.8-cm from the distal tip of the lead.